Manufacturer narrative:
A ge service representative performed an onsite investigation. Multiple generator pcb assemblies were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error, locked up and required a reboot in an attempt to regain system functionality. No patient serious injury or death was reported related to this event.